Event description:
Event description cpi received information that this sutureless myocardial lead (4317) was capped due to a sensing problem. Electively the entire lead system was capped at the same time. The system was replaced with a medtronic system.